Event description:
(B)(4). Event desc: a 12mm hasson trocar for laparoscopic davinci cases fractured. The shaft of the trocar fractured while it was inside of the pt. The tip ot the trocar broke off into three pieces. All three pieces of the trocar were retrieved from the pt. MFR response for 12mm x 15mm hasson trocar, patton trocar (per site reporter). Reported by operating room. What was the original intended procedure? Robotic-assisted laparoscopy, lysis of adhesions, resection of endometriosis, bilateral salpingectomy, cystoscopy, and possible unilateral ooph.

Manufacturer narrative:
All units tested were in original, single unit, unopened packages. Two dynamic compressive tests were performed. Each cannula tube assembly was secured into a test fixture, at 30 degrees relative to vertical, and force was applied at a rate of 11 in/min at two locations along the cannula tube; ninety degrees relative to each other, and using a chartillon pcm 2001 and bg100rt load cell. This test did not produce shattered or broken trocars as reported. The second test evaluated percent deformation of the distal tip. Units were compressed to 30%, 50% and 70% of original inner diameter, cycled ten times, and rotated ninety degrees, cycles and compressed again to the same percentage deformation. Units were inspected for breakage and cracking. This test did not produce shattered or broken trocars as reported. All product evaluated met product performance standards. Additionally, all passport trocars are complaint with iso 10993 biocompatibility requirements for a laparoscopic instrument. Detailed test data is on file at paton surgical corporation.